Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device was not helping with her urinary issue; in fact it was making it worse. The patient reported that they were feeling stimulation at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's therapy hasn't worked for them and they have seen no difference. The manufacturer representative (rep) told them to turn the therapy off completely until the next time they met. It was reported the patient has had their therapy off since then. It was stated their symptoms were as bad as ever. The patient turned their therapy back on and put themselves on a new program and increased stimulation up to where the patient felt it and the patient left it at that level since then. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.